Event description:
It was reported that the patient presented remotely via merlin.net upon review of the transmission, it was noted that the pacemaker was found in back-up mode. The pacemaker was reprogrammed on (B)(6) 2022. After reprogramming, the pacemaker went into back-up mode again due to memory corruption. The pacemaker is awaiting explant. The patient was in stable condition.

Manufacturer narrative:
Correction: section h1 - type of reportable event is serious injury.

Manufacturer narrative:
Device complaint of pacemaker in backup mode and data problem were confirmed. Analysis performed including thermal and mechanical testing of the device indicated that the pacer exhibited normal device characteristics. Analysis on the device image indicated the cause of backup due to firmware corruption consistent with an anomalous integrated circuit (ic) on the hybrid. Assessment of total projected longevity was performed, and device was found to have appropriate longevity left.

Event description:
New information received notes that the pacemaker was explanted and replaced. The patient was in stable condition.